Event description:
During service by baxter, failure code 810:04 occurred while performing the air in line calibration check. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 26, 2007. Evaluation summary:evaluation was performed and the reported condition of failure code 810:04 was confirmed. Performed air in line (ail) calibration and calibration verification check. Both passed. The pump was test for proper operation and pump found to function properly.